Event description:
It was reported to boston scientific corporation that following implantation of an obtryx transobturator mid-urethral sling system (procedure date unavailable), the patient presented with complications of pain and injury (date/s of onset and specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.